Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the ars syringe was leaking during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.

Event description:
The complaint is reported as: the ars syringe was leaking during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned various components including an ars and introducer needle for evaluation. Visual examination of the introducer needle revealed cracks on the hub of the needle. Signs of use in the form of biological material was also observed on the needle hub. The returned needle was attached to the returned ars and water was aspirated and purged. A leakage was observed coming from a crack in the needle hub. A go/no-go gauge was used to determine whether the distal luer of the returned ars and the hub of the introducer needle were within the maximum and minimum specifications per iso 594-1:1986. The returned ars was within specification per the male luer conical fitting. The hub of the introducer needle was not within specification per the female luer conical fitting since it appears the damage to the hub is allowing the needle to be inserted past the maximum specification. A device history record review was performed, and no relevant findings were identified. The reported complaint that the introducer needle hub was cracked was confirmed by the complaint investigation. The returned introducer needle contained multiple cracks in the hub. A device history record review was performed with no relevant findings found. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related.